Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After crossing a guide wire, the lesion was dilated with a small balloon catheter. A 10/2.50 flextome¿ cutting balloon¿ as then used and was dilated three times at 12atm for 15 seconds per inflation. On the 3rd inflation, it was noted that the balloon ruptured at 12atm. It was replaced with a non-bsc balloon catheter but the same issue occurred. Rotablation was then performed and the procedure was completed after stenting. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. After soaking, the device was again subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 1mm proximal of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked in multiple locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After crossing a guide wire, the lesion was dilated with a small balloon catheter. A 10/2.50 flextome¿ cutting balloon¿ was then used and was dilated three times at 12atm for 15 seconds per inflation. On the 3rd inflation, it was noted that the balloon ruptured at 12atm. It was replaced with a non-bsc balloon catheter but the same issue occurred. Rotablation was then performed and the procedure was completed after stenting. No patient complications were reported and the patient's condition was good.